Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. The pt had narrow access vessels and the aortic body delivery system was kept in position within the aorta approx 40 mins prior to demating from the graft. Following catheter withdrawal, the pt experienced hypotension and the physician treated the pt for an allergic reaction per the IFU, but the pt did not respond. The pt responded to chest compressions and a coda balloon was placed in the suprarenal aorta to assist with stabilizing the blood pressure. When the pt was stabilized, the ipsilateral iliac limb was successfully deployed. The final angiogram showed a small type I endoleak which was ballooned with a coda balloon. The physician did not perform final imaging to confirm if the endoleak resolved. Post-operative swelling of the pt's face and extremities was reported.